Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user trained on the ilet wore the device for two days and discontinued use due to hypoglycemia, later reporting a hypoglycemic event that required approximately 20 oral glucose tablets and subsequently preparing to restart the device with assistance at home. Symptoms included low blood glucose. Outcomes included the need for oral glucose administration. Investigation included attempts to collect blood glucose event details and provide restart support through multiple outreach calls and voicemail messages. Investigation of this case revealed that the cause of the hypoglycemia was unclear and additional information from the user was needed. It was concluded that the event involved hypoglycemia with an undetermined cause.